Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro vh-3500. Harvester was just finishing a case when the c-ring cracked. No new kit was required as they were able to finish with this device. Nothing detached into the patient. No patient harm done.

Manufacturer narrative:
Trackwise #: (B)(4). The device was returned to the factory for evaluation on 18jun2020 and investigation was conducted on 25jun2020. Evidence of blood and signs of clinical use were observed on the c-ring. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. Based on the returned condition of the device, the reported failure "break" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro vh-3500. Harvester was just finishing a case when the c-ring cracked. No new kit was required as they were able to finish with this device. Nothing detached into the patient. No patient harm done.